Event description:
The customer stated that the insulin pump alarmed motor error. The customer stated that his blood glucose read "high" on the glucometer. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The customer stated that he was going to the hospital for assistance treating his high blood glucose levels. After the initial phone call, the customer's wife called back and confirmed that the customer had been hospitalized due to hyperglycemia. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.